Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited suspected undersensing on recorded episodes, and exhibited suspected oversensing on current electrograms. The device remains in use. No patient complications have been reported as a result of this event.